Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is delta med. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections manufacturer name, city and state and MFR site and the (B)(4)FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd neoflon¿ pro safety arterial cannulas experienced leakage. The following information was provided by the initial reporter: malfunction of the shut-off valve with blood leakage.

Event description:
It was reported that 2 bd neoflon¿ pro safety arterial cannulas experienced leakage. The following information was provided by the initial reporter: malfunction of the shut-off valve with blood leakage.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.